Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain"), ovarian cyst ("ovarian cyst"), peripheral swelling ("swelling lower extremities"), arthralgia ("my hip were shattering") and tooth loss ("lost three teeth, feel pretty disgusting"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst and peripheral swelling outcome was unknown and the back pain had not resolved. The reporter considered arthralgia, back pain, ovarian cyst, pelvic pain, peripheral swelling and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain, pelvic pain, ovarian cyst, swelling in lower extremities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain"), ovarian cyst ("ovarian cyst"), peripheral swelling ("swelling lower extremities"), arthralgia ("my hip were shattering") and tooth loss ("lost three teeth, feel pretty disgusting"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, ovarian cyst and peripheral swelling outcome was unknown and the back pain had not resolved. The reporter considered arthralgia, back pain, ovarian cyst, pelvic pain, peripheral swelling and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain, pelvic pain, ovarian cyst, swelling in lower extremities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Event "lost three teeth, feel pretty disgusting" was added. On 23-mar-2020: social media received: reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.